Event description:
User experienced an issue with a discrepant phenytoin result for one pt sample. The sample initially recovered 39.7 ug per ml and was repeated due to a data flag. Upon repeat, the sample recovered 4.8 ug per ml twice. The erroneous result was not reported.

Manufacturer narrative:
The field service presentative was unable to determine a cause, but noted he checked the pressure, checked the rope cables for st1 and st2 and adjusted the tension, ran a work station accuracy and cuvette handling check, and performed a bolt initialization for both st1 and st2. Quality control was performed.